Manufacturer narrative:
This complaint was reopened in reference to qab (B)(4). Investigation the valve was received submersed in an unidentified liquid in the provided returnkit. Visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Result in the visual inspection of the valve, we could not detect any apparent damage. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve operates as expected and met all specification, although the valve is difficult to pass. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. There was no failure detectable at the time of delivery. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was suspected of postoperative blockage. The patient was originally implanted on (B)(6) 2010. The explant date was (B)(6) 2016. The valve was returned to the manufacturer for evaluation. Further details were not provided.